Manufacturer narrative:
Two loose 5ml assembled syringes were received by bd canaan. Syringe #1 (6747) ¿ black spots were observed on barrel luer and barrel tip. The black spots appear to be dried ink outside the print area transferred by contact with another syringe. Contact ink spots which do not impact the print scale are considered to be a cosmetic defect and an acceptable condition at bd canaan. Syringe #2 (6745) ¿ fm was observed on the barrel luer. The fm appears to be dried ink (contact ink spots). Contact ink spots which do not impact the print scale are considered to be a cosmetic defect and an acceptable condition at bd canaan. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Complaint confirmed, however, the defect is not rejectable.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found on a 5 ml bd luer-lok¿ syringe. This was observed before use with no report of serious injury or medical interventions.